Manufacturer narrative:
The conclusions are as follows: the patient files analysis led to the following observations: the device switched in standby mode most probably on 29th of july 2025. Unfortunately, the needed files to understand the reason for this switch and to know whether or not the device was reinitialized were not provided. Nevertheless, the device was returned, it was interrogated and the files were extracted: the reinitialization was correctly performed on 20th of january 2026. The device did not switch, again, in standby mode since. Based on the available, no conclusion can be established.

Event description:
Reportedly, on (B)(6) 2026, while preparing for a device replacement intervention, interrogated an eno dr (s/n: (B)(6)) before opening the package, and the message "this device is in standby mode. Would you like to reset? Resetting will take a few minutes." Appeared. After selecting yes, selected "no" a few minutes later to the message "do you want to turn implant detection off?". Then, a message appeared saying "new interrogation." However, when checked the summary screen that appeared, both the ap and vp counters were showing 100%. Furthermore, because patient information had not yet been entered, (B)(6) 2026 had been automatically entered in the lead implant information field, even though understand that this would normally need to be entered manually. Because this was an event observed during the preparation phase, no health problems occurred. The eno dr (s/n: (B)(6)) was not used and a new device was implanted.

Event description:
Reportedly, on (B)(6) 2026, while preparing for a device replacement intervention, interrogated an eno dr (s/n: (B)(6) before opening the package, and the message "this device is in standby mode. Would you like to reset? Resetting will take a few minutes." Appeared. After selecting yes, selected "no" a few minutes later to the message "do you want to turn implant detection off?". Then, a message appeared saying "new interrogation." However, when checked the summary screen that appeared, both the ap and vp counters were showing 100%. Furthermore, because patient information had not yet been entered, (B)(6) 2026 had been automatically entered in the lead implant information field, even though understand that this would normally need to be entered manually. Because this was an event observed during the preparation phase, no health problems occurred. The eno dr (s/n: (B)(6) was not used and a new device was implanted.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.